Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customers insulin pump notified the customer that hardware experienced low level failures. No further information was available. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with intermittent back arrow and up button response, problem isolated to keypad assembly. Unit was received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no missing segments, partial display or blank display anomalies noted. Power connector plug in and locked in place properly. Pump error alarm (variable 9) confirmed in the insulin pump history and during self-test due to software error. Unit was received with minor scratches on case, pillowing keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.